Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt underwent revision surgery. It is further alleged that the pt is permanently harmed by metal poisoning and metallosis from the metal debris of the implant.